Event description:
Customer reports patient undergoing cystogram with possible stent placement when fluoro failed, during the procedure. Procedure was completed utilizing radiographic images. No pt injuries reported.

Manufacturer narrative:
Liebel flarsheim manufacturing report: customer requested that lf only send to their site the part that the customer has determined caused the event, the footswitch, instead of the lf field service engineer providing service and evaluation of the system. The fse contacted the o. R. Director, and customer confirmed system was operating properly with the replacement footswitch. The fse also contacted facility, who denied return to covidien of the footswitch that was replaced.